Event description:
It was reported that when using the bd pyxis¿ es server, the server was not connecting to the epic system, and all users were unable to log in. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not connecting with the electronic privacy information center. The technical support specialist (tss) accessed the care fusion coordination engine console and identified that the service was stopped. Tss restarted the cce services and confirmed that the messages were current and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.